Manufacturer narrative:
Corrections in g1 and h3. Additional information in h6: component, investigation type, findings, and conclusions. Inspection: the returned devices match the information in the complaint file and were examined. Visual inspection revealed the screws are laser marked with a 3 digit lot code "oko". A search for the DHR for this lot number found that the screws are actually part number 07.00812.004 trinica self drilling screws, lot number 63059101. DHR review: the DHR was reviewed. The documents showed there were no indications of manufacturing issues which would have contributed to this event. However it was later found that the device was improperly labeled when repackaged. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to improperly repackaging returned products. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a distributor received four screws labeled as optio-c self-drilling variable screws, but they are not optio-c screws; they appear to be trinica standard/select self-drilling variable screws. This is report two of four for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2023-00120 through 3012447612-2023-00123.

Event description:
It was reported that a distributor received four screws labeled as optio-c self-drilling variable screws, but they are not optio-c screws; they appear to be trinica standard select self-drilling variable screws. This is report two of four for this event.